Manufacturer narrative:
(B)(4)

Event description:
Procedure type: colectomy functional end to end anastomosis. According to the reporter: after the anastomosis was completed, leakage of content occurred from the stapled line. Additional resection was done and anastomosis was done again. Oozing under 200cc. Nothing fell into the pt's cavity. Not extended more than 30 minutes. No pt info available. No pt injury was reported.